Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 277 mg/dl at the time of the incident. The customer is reporting damage on her pump, the top of the reservoir is broken off. Half of the reservoir is broken off. The customer states were scratched by the damage and that is how they noticed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings; pump had cracked case at display window corners, battery tube threads, reservoir tube, broken half of reservoir tube lip, minor scratched and cracked display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.